Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated service visit the getinge field service engineer noticed interference (pacer spikes)on the ECG signal of the cardiosave intra-aortic balloon pump (iabp). There was no patient involved.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The fse that encountered the issue replaced the upper panel assembly and labels. The iabp passed all functional and safety tests according to the factory specifications. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received an upper panel with a reported unit failure of the ECG and bp inputs being loose. The fat performed a visual inspection and found the part to be in good condition. The fat installed the upper panel in a cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. There was no issue found with this panel. The ECG and bp connectors are held in place by the front end board. Fat did not confirm any fault with the part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
The fields service engineer (fse) that encountered the issue replaced the upper panel assembly (0997-00-0644) and labels. The iabp passed all functional and safety tests according to the factory specifications.